Event description:
Additional information received reported that the patient had poor coverage with the percutaneous leads due to scar tissue. There were no problems with impedance values. The system was surgically replaced on (B)(6) 2012. It was noted that fluoroscopy taken in office after the initial implant showed no migration. The patient was reprogrammed on multiple dates, but was unable to obtain lower extremity coverage with the implanted percutaneous leads. There was no hospitalization and no patient injury, and it was reported that the patient was doing much better since the surgical lead was implanted.

Event description:
It was reported that the patient's entire system was explanted due to "failure of spinal cord stimulation." The reporter did not have any further information about why the system was not addressing therapy needs, but did note that the patient was implanted with another system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator: mode:l 37712, serial (B)(4), found no anomaly. Analysis of the lead: model: 3778-60, serial (B)(4), found no significant anomaly. The product was cut through and segmented. Analysis of the anchor: model: 3550-39, lot: unknown, found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; anchor model 3550-39, lot # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2012; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.